Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drm implantable cardioverter defibrillator (ICD) (B)(6) 2013; 4076 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that a device interrogation revealed oversensing in the right ventricular lead. It was further noted that the r waves were small at implant. Programming changes were made to the lead and it remains in use. No patient complications have been reported as a result of this event.